Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) has had a history of untreated episodes recorded due to t-wave oversensing. Testing was performed but the oversensing was not able to be reproduced. It was also noted that these episodes occur when the patient is sleeping. Boston scientific technical services (ts) was contacted and additional troubleshooting was performed. No adverse patient effects were reported. Additional information was received that the patient experienced a shock while sleeping. Interrogation of the s-ICD revealed that the shock was inappropriate and was caused by diminished r-waves leading to t-wave oversensing. Additional testing was performed and the sensing vector was changed. Boston scientific technical services (ts) was contacted and provided additional troubleshooting to help resolve the issue. The patient was also advised to avoid sleeping on their right side to help mitigate. No adverse patient effects were reported. The s-ICD still remains implanted and in service.

Event description:
It was reported that this device exhibited continued oversensing resulting in delivery of additional inappropriate shocks. It was reported that r-waves diminished when the patient sleeps on their left side. The device was noted to be programmed to secondary sensing vector. The previous inappropriate shocks were delivered when the device was programmed to primary sensing vector. The device was noted to be implanted posterior. Boston scientific technical services (ts) discussed potential of programming the sensing vector to alternate until routine device replacement occurs. This product remains implanted and in service. No adverse patient effects were reported.